Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found a leak due to the safety valve being dislodged from the manifold of the pump/manifold assembly. The se will replace the pump/manifold assembly .

Event description:
It was reported that a, ht70 plus ventilator generated both visual and audible "check circuit or prox. Line" alarm. The customer tried a different breathing circuit, however the issue continued. There was no patient involvement at the time of the event.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found a leak due to the safety valve being dislodged from the manifold of the pump/manifold assembly. The pump and paw solenoid were replaced. The se performed extended self-testing on the device and all tests passed.